Event description:
It was reported that following the installation of the anti-hernia mesh, the patient experienced discomfort, background pain, and regularly very intense pain. During episodes of intense pain, the patient was unable to walk or get up, especially when there was a slight difference in altitude. Permanent pain was present since the installation of the anti-hernia net, with stabbing type pain occurring regularly. The pain resulted in an inability to perform daily activities, job loss (the patient had to quit their job as a forester due to inability to work), and the need to leave a seasonal job at times because of pain. The patient ceased all leisure activities, including handball, paragliding, and hiking. The situation caused significant mental distress, with the patient feeling mentally at their lowest and living very badly with permanent pain, as well as feeling abandoned and out of breath. Blood tests were conducted several times, along with ultrasounds, magnetic resonance imaging (MRI), and computed tomography (CT) scans. The patient underwent physiotherapy sessions and attended multiple appointments with surgeons and doctors, but was repeatedly told that nothing could be done.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.